Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump made unusual grinding sounds before rewind. The customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had diminished battery life and the batteries had to be changed often. The customer also reported that the buttons are hard to press and it receives false undelivery alarm. The insulin pump will not be returned for analysis.